Event description:
Information was received from a trial patient via manufacturer representative who was using an external neurostimulator (ens) for un known indications for use. It was reported that the lead broke from the patient pulling on the percutaneous extension. Patient stated there was no pain with she did this. No diagnostics/troubleshooting performed. Lead removed (B)(6) 2022, placed new lead (B)(6) 2022. Patient was in progress with  advanced test (stage 1). The physician removed the broke lead on (B)(6)( 2022, and placed a new lead to start her advanced evaluation over again. Patient is currently in progress with the newly placed lead. The issue was resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# va2hvn9 implanted: (B)(6) 2022 explanted: (B)(6) 2022. Product ID: 978b128, serial/lot #: va2hvn9, ubd: 26-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.